Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo system was down. The customer cancelled the service request as the third party resolved the issue. As customer cancelled the service request, no work performed by philips and resolution remains unknown to philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry system was down. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the customer¿s site and found that the vendor had completed the repair prior to their arrival. A follow up report will be submitted when further information is received.